Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the suture broke. A second proglide was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device found the anterior cuff was detached from the anterior needle tip during removal of the plunger and this would result in a failure to retrieve the suture during the needle plunger retraction and may appear similar to suture break. The root cause for the anterior cuff to needle tip detachment could not be determined. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.